Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025, the user, while using dexcom g7continuous glucose monitoring (cgm), experienced elevated blood glucose (bg) with a high value of 289 mg/dl. The high bg occurred after being off the pump during a supply change and sensor connection, delaying insulin delivery. The agent provided education on pump basics and shared training videos. Follow-up confirmed blood glucose (bg) had returned to range. Blood glucose (bg) was corrected once the ilet resumed dosing. No symptoms during the event, outside assistance, or medical intervention were reported at the time of call.